Manufacturer narrative:
The product was received by the manufacturer and a quality investigation is anticipated. A follow up report will be filed after the investigation is complete.

Event description:
It was reported that metal shavings were observed to come from the pin collet during set up for a procedure. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event of metal shavings coming off the device was confirmed. Upon disassembly metal shavings were not found inside the collet. There were no signs of wear to any components. It was determined that the metal shavings were likely from the bone pins used as wear on the pins used with the collet can result in metal shavings being expelled from the device. The device was archived at the manufacturer.

Event description:
It was reported that metal shavings were observed to come from the pin collet during set up for a procedure. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.